Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system experienced a single inappropriate shock due to over-sensed electromagnetic interference (emi). It was hypothesized the emi occurred while performing road work. Technical services provided reprogramming options, but the physician elected to surgically explant and replace the s-ICD system to resolve the event. No additional adverse patient effects were reported. Information has been requested regarding whether the products will be returned, but a response has not yet been received.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system experienced a single inappropriate shock due to over-sensed electromagnetic interference (emi). It was hypothesized the emi occurred while performing road work. Technical services provided reprogramming options, but the physician elected to surgically explant and replace the s-ICD system to resolve the event. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.